Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes related to the sensor board, power management board and speakers were found in the ventilator's downloaded error log. An error code related to the charging of the internal battery was observed. A failure related to the remote alarm connector was observed.

Manufacturer narrative:
The customer rejected the estimate and the device was returned unrepaired to the customer.